Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The crt-p has been explanted and returned for analysis at this time. No other information was provided. No additional adverse patient effects were reported.